Event description:
A high readings issue was reported with use of the adc sensor. Customer received a sensor scan result of 70 mg/dl and experienced a loss of consciousness. A reading of 28 mg/dl was obtained on the built-in meter and ambulance was called. Customer was treated with glucose drip and was taken to hospital. No further treatment was reported. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.